Event description:
During balloon dilatation of left popliteal artery, the balloon portion of the catheter burst. A subsequent balloon dilatation catheter was used. Successfully. Unable to determine if any balloon fragments were retained.